Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) evaluated the iabp and found the touchscreen was slow to respond. The stm then calibrated the touchscreen and the response time became normal. The stm performed functional and calibration procedure checks. The iabp passed all testing and was released back to the customer for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump's touchscreen was slow to respond. It is unknown under what circumstances the event occurred. However, no patient involvement or adverse event was reported.